Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during delivery, the surgeon normally pushed the coil to adjust the position, and the coil suddenly detached on its own. As a result, the coil was detached in the wrong location. The coil was able to be retrieved by the tail end to withdrawn it from the patient. There was no medical or surgical intervention required, no friction during delivery, no detachment attempts were made, there was no damage to the pushwire, no rotation was performed, and a continuous flush had been administered. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the basilar artery with a max diameter of 2 mm and a 1.5 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal.

Manufacturer narrative:
H3: the axium prime pusher (model: apb-2.5-4-3d-es lot: b056885) was returned for analysis. The pusher was returned without the dispenser coil and without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The axium prime pusher was found kinked at ~27.6cm and found bent at ~120.1cm from the proximal end. The pusher was found broken at ~145.6cm from the proximal end with the release wire also broken. The distal segment and braid were not returned for analysis. The total length of the pusher is 188.0cm ± 1.5cm; therefore, the missing segment is 42.4cm ± 1.5cm. No other damages or anomalies were found. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ was confirmed. The detachment was caused by the break found on the pusher and release wire; however, the cause of the break could not be determined. Potential causes of pusher breaks are severe tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during positioning, pushwire rotation or user advances against resistance. Customer reported, no friction during delivery, no detachment attempts were made, vessel tortuosity as normal, no damage to pushwire, no rotation was performed, a continuous flush was administered, and the implant coil was prepared as per the instruction for use. As the distal pusher and implant coil were not returned for analysis, any contribution of the distal pusher and implant coil towards the premature detachment could not be determined. Since the micro cathe ter used in the event was not returned, any contribution of the catheter to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.